Event description:
At approx 0130 rn heard an loud alarm coming from patient's that seemed to come from pt's room that sounded that seemed to come from his zoll lifevest. Rn checked all leads and verified proper placement. Patient denied being shocked. Rn found dark blue gel had emitted from vest to patients back. Rn contacted zoll tech support and explained what happened and what was witnessed. The technician asked rn to do a send data check to get more information. Technician informed rn that the gel was a precursor to a treatment shock. Tech told rn that the vest was safe to leave on the patient and they would dispatch a tech asap to replace the vest. Tech said if the alarm sounds again to hold down both response buttons to reset the unit. Rn explained the process to the patient and the patient understood. Rn heard alarm 2 more times and responded. Rn performed a data send check and contacted zoll tech support. The tech stated that the device nearly shocked the patient when the patient was in a normal sinus rhythm. Tech said tha the dispatched tech would have to recalibrate the lifevest because it was possibly double counting patients heart rate. Tech told rn that the vest was safe to wear as long as the patient presses down the response buttons when it alarms to reset the vest. The second option was to receive doctor's clearance to remove the battery to avoid any unnecessary treatments. Rn contacted physician and described the vest malfunction. The physician asked that the vest would be disabled until zoll replaced with another vest. No harm came to the patient. The lifevest was replaced on (B)(6) 2020.